Event description:
It was observed that during the device evaluation, the colonovideoscope had e216 (scope communication error) and dirt on light guide cover glass. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection . The date of event is unknown. A supplement report will be submitted if provided. A root cause could not be identified. Based on the results of the investigation, the reportable event e216(scope communication error) occurred due to damage on charged coupled device (ccd) unit and the dirt on light guide cover glass was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.